Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer¿s mother reported they did a bod scan. The customer treated for the high blood glucose levels with forty units of insulin. The customer¿s mother is unable to troubleshoot does not have the insulin pump. The insulin pump will not be returned for analysis.